Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the product was discolored, showing evidence of blood contact. The sewing ring appeared slightly everted adjacent to the right and non-coronary cusps. The myocardial tissue was received torn, approximately 1 cm in length, along the inflow margin of attachment in the right non-coronary inferior coaptive area. Tissue remained in place under the cloth above the stitching line. A hole was observed in the left sinus, adjacent to the left coronary button. A dacron strip remained partially sutured to the outflow orifice, adjacent to the right cusp. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets appeared intact. All commissures were intact. A supplemental report will be filed upon completion of the investigation.

Event description:
Medtronic received information that during implant of this bioprosthetic valve as a full root implant, when the patient was de-clamped in the aorta with the valve under pressure, a leak was noted between the dacron cuff and the tissue. The physician tried to repair the leak without success. The valve was explanted and replaced with a conduit and a hemabridge graft. After the valve was removed and during the physicians visual inspection, the physician felt the tissue appeared very frail. The physician reported that there was no damage to the tissue during implant or explant; the tissue had pulled away from the cuff. No further adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and the analysis and investigation are ongoing. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed after the completion of the product analysis and investigation.

Manufacturer narrative:
Return of the device for analysis is expected. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the instructions for use (IFU) for this product states ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ the IFU also states ¿caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿ examination of the returned device by a subject matter expert (sme) indicated that there was a large needle hole between the interface of the myocardium and tissue. In addition there was evidence of sutures placed below the demarcation line (green line). The instructions for use (IFU) states ¿care should be exercised when placing sutures through the sewing rim and aortic wall to prevent stitching through or perforation of the valve cusps. The colored stitches at the inflow demarcate the limited area for placing sutures in the sewing rim. Sutures should only be placed proximal to this demarcation line.¿ based on the received information, the sme evaluation, and the returned product analysis performed, the probable cause of the torn myocardium tissue was due to the user placing the sutures through the myocardium tissue, and also the user everting the inflow sewing ring during implantation. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).